Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 455 mg/dl, cause was unknown. The customer went to the emergency room and subsequently hospitalized and was treated with intravenous fluids of saline and insulin to address the bg level. While hospitalized, the customer also experienced a low bg level of 37 mg/dl and was addressed with a glucagon injection. Suspected cause was the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the low bg level was due to customer unlocking the pump and turning off their control iq setting. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage.